Manufacturer narrative:
Additional information received: it was confirmed that both the bifurcate and the limb stent grafts were inspected and no deformation was seen before insertion into the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted and an endurant ii limb was intended to be implanted during the endovascular treatment of a 62mm abdominal aortic aneurysm. It was reported during the index procedure, after the deployment of the bifurcate stent graft the graft cover was found to be severely deformed upon removal from the patient. When attempting to insert the endurant limb, severe resistance was encountered. The graft cover was found to be deformed on removal. The physician decided not to proceed and implanted an alternative endurant limb. Per the physician the cause of the deformations and positioning difficulties are undetermined. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Film evaluation summary: the reported deformations and positioning difficulties could not be assessed on the pre implant films provided; therefore, the cause of the event could not be determined. Procedural angiograms showing deployment of the device, removal of the delivery system and attempts to insert the endurant limb were not available for review. It is possible that patient anatomical factors (e.g. Tortuous common iliac arteries) may have been a contributory factor in the reported events, but this could not be confirmed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 11-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the delivery system returned with the external slider and the backend wheel in the home position. Severe twisting was visible on the graft cover beginning 5.1cm and extending to 13.6cm from the tip. The taper tip material was damaged and raised over the tip sleeve. The reported deformation in-vivo was confirmed through analysis. Ruler cal# 7367. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.